Event description:
The manufacturer received information alleging a ventilator's airflow was low. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed, the sponge of the air inlet path assembly was observed to have almost peeled off and touched the blower inlet which led to an inhaling failure and caused the issue. The inlet air path assembly needs to be replaced to address the issue.